Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a partial display anomaly. The time and battery status were obscured, and the blank portions of the screen have been expanding. The patient's blood glucose at the time of incident was 12.0 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
Missing segments due to cracked lcd zebra connector, however pump passed the operating currents measurement, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked case at display window corner, reservoir tube lip and minor scratched display window.